Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from 32 mg/dl in june to 523 mg/dl at the time of the call. The customer stated that they believe their insulin pump is giving too much or too little insulin at times. The customer does not receive any alarms form their insulin pump. The customer stated that there were not changes in their device settings and does not see any leaks coming from the insulin pump. The customer was educated on the prime sequence of the insulin pump. The customer treated their blood glucose with food as well as their insulin pump. The customer sent their device back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads.